Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of body rejected implant is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: body rejected implant.

Event description:
Patient reported ¿body rejected the implant again¿. Later patient provided operative reports stating "enlargement of breast pocket with lateralization of implants", "thinned and stretched out peri-prosthetic capsule", and "complicated by infection". This record is for the left side. Device was explanted.